Manufacturer narrative:
A CAPA has been initiated for this issue. The device is included in the proclaim¿ drg neuromodulation impedance error advisory notice issued by abbott on (B)(6) 2018.

Event description:
It was reported during an implant procedure, an impedance check was performed and an error message stating ¿the system encountered a problem. Contact sjm if the problem persists¿ was displayed on the programmer. The device was not implanted. No known impact or consequences to the patient were reported.